Manufacturer narrative:
(B)(4). This lot was manufactured from november 11, 2014 - november 13, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its balloon. This was found before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.